Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5 clicked three times but did not push open. A field service engineer (fse) removed the drawer from the station, examined the rails, and found one rail exposing ball bearings. The faulty rail was replaced, and the drawer was returned to the station. The station was powered down, the drawer was plugged back in, and the station was powered on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a full-height drawer was sticking the customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.